Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic roux-en-y, while closing the enterotomy on the jejunum, the device had a toggling issue which caused a small portion of the mucosa to be torn. The needle/suture disengaged and fell into the patient¿s cavity and it was retrieved via endo graspers. A new needle and handle was used in order to complete the case. The patient is alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information, the needle/suture disengaged and fell into the patient¿s cavity and were retrieved by endo graspers.

Manufacturer narrative:
Post market vigilance (pmv) received three devices. The visual inspection of the returned product noted that the device one was returned with bent blades. No witness marks from the needle tip impacting the beveled wall were observed for device one or device three. No shearing of the toggle switches was observed for any of the devices under microscopic inspection. Pmv performed functional testing on the returned devices. Devices were loaded with a test needle from the pmv inventory and applied to test media. Pressure was exerted on the test needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. Device two was found to not function properly as needle disengaged while being toggled in media. No difficulty was experienced in loading, unloading or toggling the test needle in device two and device three. Difficulty was experienced in toggling the needle in device one, but no difficulty was experienced in loading or unloading the needle in that device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of three devices. The devices were then forwarded to (B)(4) manufacturing (sima) for further evaluation. Sima found no additional abnormalities for device one with bent blades. Pmv observed witness marks on the beveled wall of device two. Pmv noted that the needle toggled out of the jaws of the device two at times during testing, which sima was unable to replicate. Sima found no abnormalities during extensive testing and examination of device two. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Although device two failed at one time during pmv testing, during extensive testing and examination at sima it was determined that there was no evidence of malfunction of the device. The reported incident may refer to device one with bent blades indicative of excessive manipulation by the user. Replication of the bent blade indicates that the instrument may have been exposed to an external force which bent the exposed metal bars. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.